Manufacturer narrative:
No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification from an individual identifying as a diabetes specialist nurse (from new victoria hospital glasgow), who inquired if the alarm of the adc device would sound if the user "had not scanned in awhile." It was determined that this inquiry is related to an investigation into the death of a freestyle libre 2 user. The cause of death is currently unknown, and no further details have been provided. Adc cannot draw any conclusions as to whether the adc device caused or contributed to the reported death. Adc attempted to contact the reporter three (3) times via email and two (2) times via phone (routed to voicemail) to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. A follow-up report will be filed once additional information is obtained.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification from an individual identifying as a diabetes specialist nurse (from new victoria hospital glasgow), who inquired if the alarm of the adc device would sound if the user "had not scanned in awhile." It was determined that this inquiry is related to an investigation into the death of a freestyle libre 2 user. The cause of death is currently unknown, and no further details have been provided. Adc cannot draw any conclusions as to whether the adc device caused or contributed to the reported death. Adc attempted to contact the reporter three (3) times via email and two (2) times via phone (routed to voicemail) to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. A follow-up report will be filed once additional information is obtained.